Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 39 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer did not know what caused the low blood glucose and declined troubleshooting the matter. The caller was advised to have the customer call the help line if the issue occurs again. The customer did not return the product back for analysis.